Event description:
It was reported that occlusion alarms occurred. . The customer's blood glucose level was reported as 493 mg/dl due to the issue. The customer refused to troubleshoot further, and the call was transferred for additional support. Reportedly, the customer reverted to an alternate method insulin therapy.